Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12019. It was reported, the pt has not used the system since (B)(6) 2012. The ipg turned off by itself. He has been unable to establish communication between the programmer and the ipg. Attempts to establish communication with other external devices was not successful. It was also reported the charger heats up within the first 10-15 minutes of charging. It was reported the doctor is gong to replaced the ipg. On 08/01/20012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.